Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The subject device was not returned for analysis; therefore, physical as well as a functional testing could not be performed. The reported issue is covered in the device directions for use. The risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Information available indicated that the device was confirmed to be in good condition prior to use. Based on the information currently available, the exact cause for the reported event cannot be determined. While there are a number of potential causes for the reported issue, because review of available information failed to identify a definitive cause and the device was not returned for analysis, a cause of undeterminable was assigned to the reported 'nv - guidewire distal end/tip broken/fractured inside patient'. The subject device is not available to the manufacturer.

Event description:
It was reported that during thromectomy procedure, the distal tip of the subject guidewire was sheared off while being advanced through the introducer sheath. The physician noticed that the tip of the subject guidewire was sheared off and not completely detached, and the physician immediately removed the guidewire from the introducer sheath and completed the procedure successfully. There were no reported clinical consequences to the patient.